Manufacturer narrative:
A software investigation analysis was initiated to determine review of the reported issue. Analysis found that the reported behavior was the intended function of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the site was unable to navigate a vertek probe. It was reported that the site reverted to the registration task of the application software and proceeded back to navigation. Once done, the probe could be tracked. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the site was in the planning task of the application software and not navigation, resulting in the reported issue. No additional information was provided.